Event description:
An implantable cardiac defibrillator (ICD) and three leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately two months post the implant of the ICD system. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.